Event description:
The customer reported that when the paddle is corretly in contact, the green led (pt contact indicator) does not light up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that when the paddle is correctly in contact, the green led (pt contact indicator) does not light up. There was no reported pt involvement. A philips field svc engineer evaluated the device and confirmed the failure. The problem was isolated to the pt connector assembly. The pt connector assembly was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.